Event description:
Event description guidant received information that during an attempted animal implant, the proximal df-1 setscrew of this cardiac resynchronization therapy defibrillator (crt-d) would not tighten and appeared to be stripped. Several attempts were made and the wrench was even placed deep within the set screw silicone hole, to no avail. The device was not used. Another guidant crt-d was subsequently implanted. Subsequently, this device was pulled from archives for further analysis testing.